Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The root cause is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / lot/serial# k12220314-0109) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument had conductor wire insulation damage. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the instrument was inspected prior to use and no abnormality was found. It was unknown if the instrument had collided with any other instruments or tool during the procedure. The instrument was found to have damage prior to central processing. It was unknown if the instrument was inspected for damage after the completion of the procedure.